Event description:
This event was reported via a phone call received from contact on 2/21/05. Contact claims that they purchased a sunrise medical cane from pharmacy. They stated that when they went to get up from the couch to go to the kitchen. The sunrise medical cane did not perform properly and they fell. They stated that they broke several teeth and had some other injuries. They stated that when they looked at the cane, one of the prongs was bent. The end-user has refused to return the product for evaluation or return pictures for evaluation.